Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device seemed to be leaking out of the y-site. Additional fluid was ordered for the patient.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 1526863-2025-00037 for details pertinent to this event.